Event description:
During an acl repair procedure the tip of the passing pin broke. An x-ray was ordered to locate the broken piece of the pin. The piece could not be removed from the pt so the surgeon decided to leave it in the femur. A delay of 15-minutes occurred. The procedure was completed with an add'l passing pin. No pt injury or complications resulted from this incident. The surgeon used a high speed drill system.